Event description:
It was reported that customer received a minimum fill notification while loading a new cartridge, and customer¿s blood glucose level was reported as high due to the issue, although specific value was unknown. No additional information was received regarding the outcome of the event. Customer had more than 50 units of usable insulin in cartridge, wore pump in a case, was instructed to remove pump from case and clean pneumatic tap area with an alcohol wipe or lint-free cloth, and reloading same cartridge resolved issue, allowing customer to successfully load cartridge and resume insulin delivery without needing third-party assistance.